Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2022. During the procedure, the spyscope did not worked. Spyglass was not able to produce images on screen. Lightsource did not worked. They took a second scope and the same problem occurred. The controller and lightsource was restarted, the spyscope was reconnected; however, the problem, was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter .the length of the catheter and umbilicus cable was visually inspected; no defects were noted. An image test for the alleged visualization problem was performed by connecting the device to a controller: no image was displayed. Manipulating the handle did not result in a live image. Articulating the tip using the knobs on the handle did not result in a live image. X-ray imaging of the distal tip showed potential corrosion issues with the redistribution layer (rdl). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened, and the components were visually inspected. Manipulation of the camera wire and glue feature by applying pressure to the wire on the camera pads did not result in the establishment of a live image. Finally, a curve trace test was completed on the camera assembly, the results match up with that of an open circuit with the data plus and power signals. This confirms that the potential rdl problem, as seen on x-ray, is present and causing the visualization problem. The reported event was confirmed. No image displayed when the scope was plugged into the controller during product analysis. Electric curve trace testing found a defective signal in the camera assembly confirming camera wire corrosion at the rdl interface in the distal tip. Curve trace of the camera assembly confirmed that the rdl has camera wire corrosion. This corrosion likely occurred due to fluid ingress. The optics lumen in the shaft of the catheter is the portion of the device where the camera wire is routed from the tip to the handle. Several pathways at the tip of the device would allow fluid from the procedure, like saline, to backflow up into the optics lumen. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2022. During the procedure, the spyscope did not worked. Spyglass was not able to produce images on screen. Lightsource did not worked. They took a second scope and the same problem occurred. The controller and lightsource was restarted, the spyscope was reconnected; however, the problem, was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.